Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ls emerald had foreign matter. The following information was provided by the initial reporter: I received the photos above from the nursing ward. On the 2nd photo you see a screw with a 5 ml syringe.

Event description:
It was reported that syringe 5ml ls emerald had foreign matter. The following information was provided by the initial reporter: I received the photos above from the nursing ward. On the 2nd photo you see a screw with a 5 ml syringe.

Manufacturer narrative:
H.6. Investigation: one photo and one sample were received by our quality team for evaluation. From evaluation of the sample, a screw in the blister package was observed, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. After investigation, two possible causes could have caused the nonconformance. The first possible root cause is that a screw was loosened by vibration and fell inside the unit pack next to the syringe and these were packed together. The second possible root cause could be that during a repair or adjustment of a breakdown, the screw loosened or was not perfectly placed and fell inside the unit package.